Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, the s5 roller pump stopped and displayed an error message. The pump was changed out for a backup pump and there were no further issues. There was no pt involvement. There was no report of pt injury.

Event description:
Sorin group (B)(4) received a report that, during priming, the s5 roller pump stopped and displayed an error message. The pump was changed out for a backup pump and there were no further issues. There was no pt involvement.